Manufacturer narrative:
Complaint confirmed. Even though the device was not returned for evaluation, picture provided by the customer showed the clear tip hood has melted. The cause of this event is undetermined; however, most likely caused by prying and/or leveraging the device for a prolonged use without proper irrigation.

Event description:
It was reported that during a surgery the sleeve around the tip of the device melted. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Even thought the device was not returned for evaluation, picture provided by the customer showed the clear tip hood has melted. The cause of this event is undetermined; however, most likely caused by prying and/or leveraging the device for a prolonged use without proper irrigation.